Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpacking a hi-torque command guide wire, it was noted that the tip of the guide wire was expanded (polymer jacket swelling). The guide wire remained in one piece. The device was not used and there was no patient involvement. Another guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Polymer jacket swelling will be interpreted as unraveled.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The device was sent to the chem lab for further analysis regarding adhesive on the core. In conclusion, trace of masterbond ep3htmed rm2025742 on core only at proximal end of polymer. Rm2025742 wasn't detected at polymer folding / separation & areas within 1 cm. The investigation determined the reported polymer material separation appears to be a potential product quality issue. Abbott vascular will continue to trend the performance of these devices and address any issues per our internal standard operating procedures. H6: medical device code 1069 removed.

Event description:
It was reported that after unpacking a hi-torque command guide wire, it was noted that the tip of the guide wire was expanded (polymer jacket swelling). The guide wire remained in one piece. The device was not used and there was no patient involvement. Another guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Polymer jacket swelling will be interpreted as unraveled. Subsequent to the initially filed MDR report, the account clarified what was meant by (polymer jacket swelling) which aligned with device analysis was a separation: [the polymer coating separated (possible missing portion and not returned) 9.5cm distal to the proximal end of the polymer coating]. The separated portion that was not returned was confirmed as discarded. Additionally, it was confirmed that after removing the guide wire from the coil is when damage was noted. There was no damage noted to the chipboard box or hoop coil. No additional information was provided.